Event description:
The patient was operated on (B)(6) 2008 for a right hip arthroplasty surgery. About a year ago it has started a severe pain in the operated leg and she had a great difficulty in working. She performed many different medical tests which identified a disconnect of the prosthesis from its natural place with metal rubbing against metal, which led to the release of heavy metals (cobalt, chromium, aluminum) in the blood. Then the patient was subjected to new surgery for the prosthesis removal and replacement with another made with different material. Update 01.15.2018 - "an adverse mix of procedure-related and patient-related factors regarding either cup malposition and/or heterotopic ossifications and/or trauma has contributed to an overload condition in the arthroplasty leading to mitch cup loosening with elevated systemic cobalt/chrome levels requiring revision. The abg stem was not involved in the failure mode and was retained during revision "

Manufacturer narrative:
An event regarding pain & elevated metal ion levels involving an unknown stem was reported. Elevated levels of cobalt, chrome and aluminum were confirmed, but the abg stem was confirmed not to have contributed to the event following a medical review. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment "it is still evident that the problem was related to the mitch cup with mom bearing and that the abg stem did play no role in the failure. It was just used to ¿carry¿ the mom bearing and was also retained during revision surgery. This pi case is not device-related regarding the implanted abg stem." Procedure-related factors: cup malposition cannot be excluded heterotopic ossifications were present and are partly procedure-related patient-related factors heterotopic ossifications were present and are also partly patient-related a patient trauma was involved but lack of specific information prevents to further detail this effect. It may have been the ¿trigger¿ event to let the patient return to the surgeon. Device-related factors: none (for the abg stem). Diagnosis: an adverse mix of procedure-related and patient-related factors regarding either cup malposition and/or heterotopic ossifications and/or trauma has contributed to an overload condition in the arthroplasty leading to mitch cup loosening with elevated systemic cobalt/chrome levels requiring revision. The abg stem was not involved in the failure mode and was retained during revision. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded "an adverse mix of procedure-related and patient-related factors regarding either cup malposition and/or heterotopic ossifications and/or trauma has contributed to an overload condition in the arthroplasty leading to mitch cup loosening with elevated systemic cobalt/chrome levels requiring revision. The abg stem was not involved in the failure mode and was retained during revision." If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unknown, lot # unknown, description: unknown mitch cotyle, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient was operated on (B)(6) 2008 for a right hip arthroplasty surgery. About a year ago, it has started a severe pain in the operated leg and she had a great difficulty in working. She performed many different medical tests which identified a disconnect of the prosthesis from its natural place with metal rubbing against metal, which led to the release of heavy metals (cobalt, chromium, aluminum) in the blood. Then the patient was subjected to new surgery for the prosthesis removal and replacement with another made with different material.